Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. Upon investigation, the monitor failed the response button test. The cause for the failure was a shorted rear response button. The root cause for the defective rear response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor failed the response button test.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. Upon investigation, the monitor failed the response button test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor failed the response button test.